Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted to the hosp due to coke colored urine, his ldh was in the 2000's and congestive heart failure exacerbation. A swan-ganz catheter was placed on the pt and the pt was moved to ccu. A few days later the pt was noted to be in cardiogenic shock and the pump was not functioning. The pt was taken to the operating room and the pump was exchanged.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Corrected information: the lvad evaluation confirmed the presence of thrombus within the pump. The evaluation revealed a deposition in the inlet stator and outlet stator. The observed thrombus could have contributed to the reported increase in lactate dehydrogenase; however, the evaluation could not conclusively determine the cause of the thrombus. The distal side of the inlet stator revealed a white/red, deposition. The thrombus appeared to have formed in laminated layers, which is an indication that it likely developed over a period of time while the pump was supporting the patient; however, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The outlet stator also revealed a white, soft deposition that was loosely seated. It is possible that this deposition originated from the inlet stator deposition and tore off. In addition, there was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was supporting the patient. Electrical continuity testing on the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists pump thrombosis as a potential adverse event associated with use of the heartmate ii lvas. No further information is available. The manufacturer is closing its file on this event.